Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 2.8 mmol/l at the time of the incident. Another blood glucose level was 12.8 mmol/l. The customer was not feel ok troubleshooting for low blood glucose. The customer stated that there was no symptoms related to low blood glucose. The customer was treated with food. It was unknown the auto mode feature was not active at time of low blood glucose event. The device will not be returned for analysis.